Event description:
It was reported that a malfunction occurred on the pump, identified as malfunction code 12. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received assistance from technical support to reset the pump and was advised to continue using it. The malfunction did not recur, and the customer was instructed to contact support if the issue recurred.